Event description:
It was reported that during testing, the 980 ventilator generated a compressor inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported issue however, was not able to duplicate the reported issue. As a precaution, and based on the codes found in the logs, the se replaced the compressor power controller and distribution printed circuit boards(pcbs). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A compressor power distribution printed circuit board (pcb) and compressor power controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.